Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Event description:
It was reported that the ventilator failed during surgery. No injury reported.